Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the left ventricular (lv) lead was unsuccessful because the physician experienced difficulty threading three different guide wires through the lead. This made it difficult to place the lv lead the lv lead was not used and the replacement lead was placed with no difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted a fresh guidewire was inserted into the lead and was able to be fully inserted without resistance. If information is provided in the future, a supplemental report will be issued.